Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect clinical code: (B)(4) (hm- pco-posterior capsular opacification). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had bilateral lens implants, after the surgery experienced pain in eye which felt like wood in their eyes. It was also reported there was dryness with a blurry scaly feeling. For months, the patient was unable to drive at night because of glare and decreased eyesight. The patient was diagnosed with significant posterior capsular opacification (pco) and treated with yttrium-aluminum-garnet (yag) laser capsulotomy in the left eye (os). The right eye (od) implant was explanted due to mechanical complications of the intraocular lens (iol). Further review of the patient chart noted that the event started as bilateral cataract extraction. The left eye was implanted first, with initial diagnosis of cataract, dry eye syndrome and open angle glaucoma. At 1-day post-implant, vision was poor but fairly stable, dull headache but went away. 2nd day post-op, no improvement, therefore, the patient was concerned. About 10 days post-implant patient complained of foreign body sensation/blurry vision; but described their vision as fairly stable. At about more or less 2 months post-implant, in relation to the left eye, the patient complains of recent onset of starburst when driving at night and difficulty driving when raining. There was a significant decrease in vision. The visual issues continued until about a year and a half post-implant when patient was diagnosed to have pco, and yag was done. The customer stated that yag on left eye was done to mitigate the visual disturbances that occurred post implant of the lens. The left lens remains implanted. However, two months after yag, the patient experienced halos which then gradually worsened. About four months after yag, the patient had decreased vision in both eyes, still blurry, visual issues that affects driving and was not getting better. No other information was provided. This report is for the right eye. A separate report will be submitted for the left eye of the patient.

Manufacturer narrative:
Corrected data: upon further review it was noted that the statement provided in section b5 in the initial report had a typo. Statement stated in the initial report that "this report is for the right eye. A separate report will be submitted for the left eye of the patient." But correct information should have been "this report is for the left eye. A separate report will be submitted for the right eye of the patient". Also, noted that "limbal relaxing incision" was done a week before the od original lens was explanted. This supplemental submission is to correct typo on eye affected and information about limbal relaxing incision which was inadvertently missed in the initial report submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.